Event description:
It was reported that during implant, a suture ring had separated from the suture sleeve. The lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.